Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion has occurred. The procedure was cancelled. It was reported that a versacross connect access solution for faradrive was selected for use during a pfa (pulsed field ablation) procedure. The versacross was used for transseptal access, with no issues reported. Hence, the faradrive sheath was replaced by a non-boston scientific sheath as preference of physician. It was noted that this non-boston sheath was difficult to steer. The mapping specialist from non-boston device was having issues visualizing the rosen wire. The staff attempted to reconnect rosen wires for alligator clips to visualize it, and all the connections were checked. At this time, the physician has noted a drop on the blood pressure. Pericardial effusion was noted and drained. Albumin was administrated. The procedure was cancelled. A total of 26 ablations were done (left superior 4 basket, 4 flower, left inferior 8 flower, right superior 6 basket, 6 flower, right inferior no ablations). Drain placed. Patient went to surgery but lab was notified 30 min later that patient was stable and was going to be observed. No surgery was performed. The patient has been hospitalized beyond standard of care and they were discharged home two days after the event, and no further intervention was needed. In the physician's opinion, the versacross devices did not contributed to the event. The device is not expected to be returned for analysis (disposed).